Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0wze9, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the surgeon replaced the lead and left the old implantable neurostimulator (ins) in the pocket. They then tested impedances with the old ins and the new lead and found that all of the case values were '???'which was tested at 2v and 3v. The rep then noted that they replaced the ins and plugged the new ins into the new lead. When they ran impedances, all values were >4000ohms. It was most likely a connection issue and the rep had the surgeon pull out the lead, wipe down, and reinsert. This resolved the impedance issue. It was unknown whether the ins was out of the pocket when the impedance testing was done as >4000ohms is to be expected when the ins is out of the pocket. This was when the old ins was being tested with the new lead. It was later confirmed that impedance testing was done with the ins in the pocket. The initial sutures had been placed and it was taken out to check to make sure the lead was all the way in, and the ins was replaced back into the pocket completely and the impedances were run again. The lead was replaced due to decreased symptom control. The patient stated that it worked initially but the therapy benefit decreased despite reprogramming. She had an uncomfortable sensation near her vagina. The physician recommended replacement after last attempted reprogramming. These reported adverse events are unknown to be resolved at this time.

Event description:
Additional information from the health care professional reported that the decreased symptom control and uncomfortable sensation in the pelvic floor was resolved.